Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down with no user interaction, upon boot up, the central nurse's station (cns) was stuck at the screen that shows "operating system set up please wait" message. The central nurse's station (cns) was monitoring hard wired bedside monitors and tele boxes. Biomedical engineer reports no patient injury or death due to this central nurse station (cns) shutting down. Nihon kohden technician had the hospital's biomedical engineer test the hard drives on the cns and discovered that one hard drive gets hdd port 1 error due to hdd1 being removed. Faulty hdd1 seems to be the cause. Cns boots into cns application with only hdd0 installed. Patient monitoring is restored at 0215 cdt. Nihon kohden advised hospital biomedical engineer that this cns is old (2015) and that batteries on ups should be checked/replaced as part of maintenance. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Manufacturer references file (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) ) shut down with no user interaction and upon boot up the cns was stuck at the screen that showed the message, " operating system set up please wait" message. The central nurse station (cns) at the time was monitoring hard wired bedside monitors and tele boxes. Biomedical engineer confirmed that there were no reports of patient injury or death due to this central nurse station (cns) shutting down.